Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after the new device was implanted, the defibrillation impedance on the rv lead was within expected parameters. It was noted the electrical reset may have led to a 'bad' reading on the old device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited an electrical reset. The device battery was also noted to have depleted from a recent longevity estimate of two and a half years to end of service (eos). The patient was hospitalized and the crt-d was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited high undefined defibrillation impedance. The lead remains in use. No patient complications have been reported as a result of this event.